Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, and moderately calcified de novo lesion in the right posterior descending artery. Pre-dilatation was being performed with a 2.25x8mm nc trek rx balloon dilatation catheter (bdc); however, the balloon ruptured during the first inflation at around 5 atmospheres. Pre-dilatation was completed with a 2.25x10mm non-abbott bdc and the procedure was successfully completed with the deployment of a 2.5x15mm xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.